Event description:
Rptr believes that she has a lung cancer that is in some way related to her breast implants. She had bilateral subcutaneous mastectomies with silicone implants 16 years ago as cancer prevention (she has a terrible family history of breast cancer) and one year ago developed a large cell lung cancer just beneath the valve of the implant. There was "extensive fibrosis" in the normal lung for which there is no explanation. She has no significant cigarette or other carcinogenic exposure. She has fibromyalgia, hashimoto's thyroiditis and an abnormal rheumatoid profile with no predisposing factors.